Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle failing to fully retract into the housing was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting an accucath peripheral IV catheter assembly. The catheter had been advanced and was not visible in the photographs. The safety button appeared to have been pressed and the needle was partially withdrawn into the housing. In the first photograph, the guidewire was fully withdrawn. In the second photograph, the guidewire was partially advanced, suggesting that the guidewire was mobile within the needle shaft. The distal end of the spring appeared to be dislocated from the distal end of the housing. The spring was bunched within the housing. The needle was confirmed to be only partially withdrawn into the housing; however, inspection of the photographs was insufficient to identify the cause of that failure. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The safety mechanism failure may have related to a possible issue with the spring/housing. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "accucath failed to retract. Clinician discarded the product because it had been used on a patient. He had no way to secure to needle without potentially risking someone being stuck."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle failing to fully retract into the housing was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting an accucaph peripheral IV catheter assembly. The catheter had been advanced and was not visible in the photographs. The safety button appeared to have been pressed and the needle was partially withdrawn into the housing. In the first photograph, the guidewire was fully withdrawn. In the second photograph, the guidewire was partially advanced, suggesting that the guidewire was mobile within the needle shaft. The distal end of the spring appeared to be dislocated from the distal end of the housing. The spring was bunched within the housing. The needle was confirmed to be only partially withdrawn into the housing; however, inspection of the photographs was insufficient to identify the cause of that failure. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The safety mechanism failure may have related to a possible issue with the spring/housing. A lot history review (lhr) of refs3041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "accucath failed to retract. Clinician discarded the product because it had been used on a patient. He had no way to secure to needle without potentially risking someone being stuck."